Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A clinic director reported a pt with a different result than assumed, after sbk lasik. Pt info received reflects an overcorrection. This report is for the right eye. Left eye is reported under manufacturer report # 3003288808-2011-00243.